Manufacturer narrative:
(B)(4)

Event description:
It was reported the device delivered an alert for non-sustained right ventricular oversensing that appeared as a result of right ventricular lead noise. Noise was not reproducible with isometrics movements. The max ventricular sensitivity was changed. The patient condition was stable before, during, and after the programming change.